Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device will not be returning to the manufacturer for evaluation. A lot number was reported, and a review of the manufacturing history record is currently in progress.

Event description:
The account alleges that during a left atrial appendage closure [laac] procedure the operating physician experienced complications with a steerable sheath. It is alleged that "device issues" may have caused or contributed to patient complications during the procedure. The account alleges that "the attending physician needed to reposition the steerable sheath repeatedly throughout the procedure". The patient experienced a possible "leak" [pericardial effusion] that may have led to possible cardiac tamponade on the left atrial appendage side. A code was activated, and hospital protocols were initiated in attempts to stabilize the patient. The laa closure device was successfully deployed during this procedure. The patient expired on (B)(6) 2021. No additional information about this event has been provided to merit medical by the account. A good faith effort of 3 or more attempts to collect additional information regarding this event has been successfully completed by the manufacturer in a timely manner.